Manufacturer narrative:
Device analysis indicates a device failure. This report is submitted september 17, 2019.

Manufacturer narrative:
This report is submitted on august 16, 2019.

Event description:
The explanted device (serial number (B)(4)) returned to cochlear device analysis team without any documents.